Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple times during the fill tubing process, the insulin became blocked and did not surpass 5 inches of the tubing. Tandem technical support advised the customer to change infusion set and to load a new cartridge. Customer reported seeing drops at the end of the tubing upon reaching 14.6 units of insulin. There was no known impact to the customer's blood glucose level.